Manufacturer narrative:
The customer returned one sample to medex for evaluation. Examination of the returned unit showed that the non-delivery issue was intermittant. Medex believes that the probable cause is attached flash found on the bag side valve of the cassette. If the cassette was placed in the pump slightly skewed. The flash could cause the valve to remain open resulting in a non-delivery. Medex has upgraded the tooling used to mold this component to eliminate this flash. Retained product samples were evaluated and were found to be acceptable. The lot history was reviewed and was found to be acceptable. Medex was able to confirm this issue and determine the probable cause. Based on this info, medex believes that this issue has been addressed and that no add'l action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the set did not infuse during normal saline administration. The reporter further stated that the nurse noted blood backing up in the IV. The set was changed and the infusion continued without further incidents. There was no pt injury or treatment associated with this event.